Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department because of their device toning. An alert was triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.